Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a tl code indicative of device requiring immediate attention static template lost (tl) and ps code indicative of device power supply (ps) error. The error has been seen before, approximately four months prior. Technical services (ts) reviewed the device data and confirmed there have been two tl errors and ps error following shortly after a high voltage charge, and discussed this is abnormal operation of the s-ICD and therapy cannot be guaranteed for the patient. S-ICD replacement was recommended. The s-ICD system remains in service. No adverse patient effects were reported.